Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. A serious injury did occur but did not cause a death. No device malfunction suspected.

Event description:
MDR report #: 1644487-2007-01694. Initial reporter indicated that the patient had an infection that was initially treated with antibiotics. The vns generator was later "re-sited due to wound breakdown" and the "wound cleaned." Reported "the patient has a learning disability and it is difficult to know if there was any manipulation or trauma to the site although there is no specific evidence of this." Initially there was healing in the generator location, but later there was subsequent breakdown over the generator site resulting in removal of the generator related to infection. The lead was left situ, just the generator was explanted. Swabs were taken from the generator on removal. Culture showed moderate growth of coagulase negative staphylococcus and moderate growth of diphtheroids. Gram smear showed no cells or organisms. The patient will be assessed clinically to reach a decision regarding re implantation. It was reported that the family believes the vns was having a beneficial effect.